Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module wont power on was confirmed through laboratory testing. The received suspect pump modules fuse (f1 750ma, pn: 320079) was measured with a digital multimeter and found to have an open circuit. Capacitor c23 showed a low resistance and continuity, indicating an internal short circuit. A replacement of the motor controller board was conducted for testing purposes only. The suspect pump module, with the replaced motor controller board, was attached to a known good dchu pcu. A basic infusion was programmed with a rate of 25 ml/h and volume to be infused (vtbi) of 1800 ml. The pump module infused for three (3) days. The infusion completed successfully with no errors or malfunctions. A preventative maintenance task was performed via the alaris system maintenance (asm) software. The suspect pump module passed all the tests successfully. The pump module event log showed the last recorded date as on (B)(6) 2025, however, the last programmed infusion was recorded on (B)(6) 2025. According to the pump module event log on 4 june 2025 at 8:43 am the suspect pump module was attached to the concomitant pcu s/n: (B)(6) as channel d, at 3:15 pm an infusion of an unknown medication with rate of 125 ml/h and vtbi of 100 ml was programmed. The infusion was completed as expected at 4:03 pm, right after the user turned off the device, there is no record of further infusions. The bd alaris system with guardrails suite mx user manual (v12.3.2) states: do not use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: replace motor controller board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue is being attributed to have been caused by a defective capacitor c23 in the motor controller board, which caused the fuse f1 to blow. Note that imdrf annex g02005 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device would not power on. Device passed check-in tasks, then stopped working after being deployed by the hospital. There was patient involvement but no harm.